Event description:
User received questional results for bun, total protein and albumin. The event involved 2 patient samples. One patient sample gave discrepant results for albumin. Initial albumin result gave 0.6 g/dl. This result was reported outside the laboratory. Sample was repeated on another c501 analyzer, serial number (B)(4), at the site giving albumin result of 4.3 g/dl. Patient was not treated based on the initial albumin result. Albumin reagent lot number, 62566601. The field service representative found vacuum elbow on the vacuum system was plugged. He performed cleaning maintenance. Customer ran calibration and controls which were acceptable.